Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd phaseal optima injector (n35-o) experienced a loose injector or separation of the injector and mating component during use. The following information was provided by the initial reporter: this record captures patient 3 of 4. The following was reported via email: we have another disconnect. This line had doxorubicin infusing ¿ no etoposide involved. This occurred about 17 hours into a 24 hour infusion. The nurse changed the connector and injector. I told her to not throw them out at this time. Additional details reported by the customer: (B)(6) yr old female (weight (B)(6) kg). 24 hr infusion. Disconnect: (B)(6) 2019 ~ 17 hrs into infusion. Notes: connector and injector changed: no further issues.

Manufacturer narrative:
Investigation summary: two sample injectors were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample connector from lot 1904104. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non- conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 5 bd phaseal optima injector (n35-o) experienced a loose injector or separation of the injector and mating component during use. The following information was provided by the initial reporter: this record captures patient 3 of 4. The following was reported via email: we have another disconnect. This line had doxorubicin infusing ¿ no etoposide involved. This occurred about 17 hours into a 24 hour infusion. The nurse changed the connector and injector. I told her to not throw them out at this time. Additional details reported by the customer: 46 yr old female (weight 58.2 kg) 24 hr infusion disconnect:(B)(6) 2019 ~ 17 hrs into infusion notes: connector and injector changed -> no further issues.